Manufacturer narrative:
A ge service representative performed an onsite investigation. A complete sbc upgrade was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittently the system froze during boot up. There is no report of death or serious injury.